Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient who was receiving dilaudid [5mg/ml] at a rate of 1.95mg/day via intrathecal drug delivery pump. The indications for use of the pump were non-malignant and chronic low back pain. The patient's medical history also included being borderline diabetic. It was reported that the patient had redness and swelling over the pump for a week after hitting the pump on a doorknob about a week earlier. The patient presented to the hcp office, and they were unable to refill the pump as they had difficulty accessing the refill port due to the amount of fluid over the pump. The patient was sent to a surgeon for evaluation, and it was determined that an infection was present in the pump pocket. It was indicated that the patient was placed on intravenous antibiotics, and his dose was weaned down before the pump and catheter were explanted. The patient would continue to be treated with antibiotics and would be re-implanted when the infection cleared.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.